Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the ccs coordinator that the pt expired. The cause of expiration was noted as worsening mental status, septic syndrome, and multisystem organ failure (msof). No alarms were noted at the time of event. An autopsy was not performed. Approximately twenty days later, the MFR received info indicating that per the physician, the pt had a previous chronic driveline infection.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.